Event description:
Reporter stated that the right rear part of the side frame broke where the bolt goes through the frame. No injury reported.

Manufacturer narrative:
Product has not been returned for eval at this time. Based on the info received, it is believed to be the same issue seen with another similar wheelchair returned and previously evaluated. This issue is being reviewed and addressed within our CAPA procedure. Root cause is pending further eval.